Event description:
Boston scientific received information that this right atrial lead exhibited high pacing thresholds and was dislodged. This lead was explanted and a new ra lead was implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explant date was not provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the symptoms, it is reasonable to assume that this damage was due to tensile forces, applied during the explantation procedure. Furthermore cuttings in the insulation were found which occurred most likely as a result of medical instruments used during the surgery. Blood penetrated the lead in these areas. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.